Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Piece of patient cable broke off in connector. Upper case is broken and contaminated. Knobs and ring cover are contaminated. Lead flex cover is corroded. Display is missing pixels. Battery release is contaminated.

Event description:
It was reported the connector was broken/damaged (does not snap in). The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.